Event description:
A malfunction alarm coded as malf 12 was reported by the customer, but it was notable that no significant events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction code recurs.